Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: the primary care department went to retrieve a covidien magellan hypodermic safety needle 25g1" and witnessed a fly inside the individual needle package. Additional information from the customer states: the fly was on the needle itself.

Manufacturer narrative:
The customer states: the primary care department went to retrieve a covidien magellan hypodermic safety needle 25g1" and witnessed a fly inside the individual needle package. Additional information from the customer states: the fly was on the needle itself. A review of the device history record (DHR) for lot number 806168 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter and contamination. The lot met the acceptance criteria and was released. Dhrs were also reviewed for the safety needles assembled for this lot. Physical samples inspected from the shop orders for all involved lots identified no issues or ncrs issued against the shop orders. In addition, review for nonconformance found no ncrs issued against the molded shields or cannula used in production of this product. A review of the entire DHR found no manufacturing or inspection anomalies. Maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. A review of the machine setup was conducted and revealed no issues. There were no samples returned with this complaint, so the reported condition could not be confirmed. A review of the DHR, process monitoring data, procedures and maintenance records found no issues related to the reported condition. The 6m root cause analysis was unable to determine a most probable root cause based on the limited information available. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.